Event description:
It was reported that the patient presented for a procedure due to a low ejection fraction (ef). It was noted during the procedure that a non-abbott introducer sheath was inserted, and the patient suddenly developed a pneumothorax. The abbott lead had not yet come into contact with the patient. The physician believed the possible cause of the pneumothorax was thinness of the patient. The physician punctured the thoracic cavity and pulled negative pressure to relieve the pneumothorax. The implant procedure was aborted due to the patient being hypoxic, unconscious and uncooperative. The patient's current status was stable.

Manufacturer narrative:
The reported event of ¿the patient suddenly developed pneumothorax.¿ as received, a complete lead was returned in one piece with the helix found retracted and clean. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies correction: please retract this report 2017865-2025-17954 as the new information received clarifies the abbott lead did not come into contact with the patient during the procedure.